Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00527. The patient has two percutaneous leads from different lots. It was reported the patient suffered a fall. An x-ray revealed one of the patient's leads has migrated. Surgical intervention will be undertaken on a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.